Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site that was radiating to the right lower extremity. The patient received injections which has helped with the pain.